Event description:
The patient reported blood glucose results of "3.7 mmol/l and 7.8 mmol/l" with the lifescan meter, performed within 10 minutes of each other. The patient also reported blood glucose results of "6.6 mmol/l and 10.2 mmol/l" with the lifescan meter, performed within 10 minutes of each other. The patient performed a control solution test and the result fell outside the specifications; however, he was unable to provide the result or the specified range. Meter was replaced.